Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement during bolus followed by hardware low level failure twice. Customer stated that the insulin pump passed the displacement verification test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error noted. Motor was tested outside device and passed. Hardware low level failures error confirmed in device history with variable due to broken trace at pin on keypad assembly.